Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had begun to erode through the patients skin, although the device was not visible. It appeared that the patient had an open wound over the device. The physician did not believe infection contributed to the erosion. The pocket was revised with no complications. The patient will be closely monitored.